Event description:
(B)(6) clinical study. Same patient as 2134265-2012-07100; 2134265-2012-07101. It was reported that during a coronary artery stenting treatment procedure blood flow was compromised. In (B)(6) 2012, the patient presented with elevated cardiac enzymes and was hospitalized. During the hospitalization, the patient presented with paroxysmal atrial fibrillation and respiratory failure. Medication was given to treat with paroxysmal atrial fibrillation and no action was taken to treat respiratory failure. The patient was referred to coronary angiography. The svg to lad had 99% stenosis. An embolic protection filter was placed distal to the lesion and a 3.5mmx16mm promus element stent was implanted. Following post dilatation there was good timi iii flow into the lad. The left main trunk was then engaged. Revascularization was performed to the native lad in the proximal third of the vessel due to compromised blood flow in the diagonal branch. The patient was treated with tapering stents (2.75mm, 2.50mm and 2.25mm). The patient was discharged two days later.

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).